Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female who underwent breast augmentation revision with a mentor smooth round moderate profile 375 cc saline prosthesis experienced left sided deflation post procedure. The patient noticed that the implant was shrinking. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on may 17, 2024 indicated that the patient scheduled for removal on (B)(6) 2024. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Follow up: (1) missed reporting that the patient also experienced right sided capsular contracture grade IV. As a result, patient underwent right sided capsulectomy and also replacement with the same mentor saline. Manufacturer¿s reference number: (B)(4).